Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that a patient was told that ¿the electrode may be in the wrong place¿ since she had surgery in 2008 or 2009. It was stated that one doctor thought she had a stroke. It was noted that the area being stimulated ¿might be the wrong area,¿ thus the patient was going to have an MRI to determine if that was the case. The patient reportedly never had a tremor before the surgery and ¿since she got the device put in her whole right side was affected but it was inconsistent.¿ review manufacturing report # 3004209178-2013-20583. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant product(s): product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4) , implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had hemi-ballistic movements of the right arm since surgery. It was reported surgical intervention has not occurred, and the cause of the event was unknown. The patient's outcome was reported to be "no injury." Additional information received reported the patient had both implantable neurostimulators (ins) replaced (B)(6) 2013 for longevity. It was further reported that the patient had post-operative confusion and complications after her first deep brain stimulation implants in (B)(6) 2009. Refer to MFR report#: 3004209178-2013-20583